Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, ten heartstring seals cracked or unraveled while loading the seals into the delivery tube. The hosp did not provide any add'l info. No pt complications were reported by the hosp.